Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device exhibited multiple episodes of non-sustained right ventricular over-sensing due to intermittent post-paced t-wave over-sensing. Programming changes were discussed; the patient would continue to be monitored. The patient was in stable condition.

Event description:
New information received noted that the implantable cardioverter defibrillator exhibited more post-paced t-wave over-sensing. The patient would continue to be monitored. There were no patient consequences.